Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 511 mg/dl. A manual insulin injection was used to address bg. Reportedly, an auto-off occurred due to customer setting it to 6 hours, causing the pump to suspend insulin deliveries. The customer continued to use the pump for insulin therapy. Customer declined further troubleshooting with tandem technical support.